Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 3.0x24mm drug eluting stent to the calcified, mid left anterior descending (lad) artery. Plavix and aspirin were given at the start of the procedure and prescribed post procedure for long term use. No patient complications were reported. The patient was discharged 24 hours post procedure, but within 20-30 minutes of discharge experienced chest discomfort. The patient was brought to the catheterization lab and angiography revealed thrombosis in the previously placed stent. It was noted that 4-5mm at the proximal end of the stent was free of any clot. The physician felt that the stent was underexpanded at the point of occlusion. The thrombosis was treated with a 4.0 quantum maverick balloon with good results. The patient was stable post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.